Event description:
On (B)(6): customer reports during an unknown urology pt procedure, the system fluoro failed. Procedure was completed using a portable fluoro c-arm. No pt injuries to report.

Manufacturer narrative:
There was no service call initiated by the customer for this reported issue. Customer reports the system was rebooted the next morning for pt procedures and system has functioned as expected with no further incidents.